Event description:
It was reported an issue with optilene suture. The origin of this case comes from a survey: b. Braun cardiac devices - post marketing clinical follow up. The reported case refers to optilene sutures and correspond to adverse events within the 12 months prior to the survey (carried out in q1-q2 2024). The specific product code and batch number involved in each individual case are not known. For this case, the defect described is the following: wound dehiscence; superficial dehiscence.

Manufacturer narrative:
Summary of investigation: the code-batch involved is unknown and no additional information is available about the case. Without the code-batch concerned, we are not able to check the batch manufacturing record, and further analysis cannot be conducted. As stated in the instructions for use of the product, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, stitch sinus, pain, palpable and/or irritating knot, haemorrhage, impaired cosmetic result, burst abdomen, incisional hernia. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples or further information has been received. Final conclusion: without samples or more information, we are not in position of studying if the possible affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any further data is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.